Manufacturer narrative:
Patient information was not made available from the site. Inspection of the imaging system on-site was completed by a medtronic representative. The reported malfunction could not be replicated, and the system functioned normally during testing. No parts were replaced on the system.

Event description:
A healthcare professional from the customer site reported that the imaging system could not be driven to remove it from the patient. The gantry was still fully functional, and the door was opened normally. After 20 minutes, the system regained full functionality and was driven away from the patient. No patient harm has been reported. No further details were provided.